Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined and field imaging did not confirm any lead damage.

Event description:
During follow-up, a high threshold and low impedance was observed on the right ventricle channel. The lead was explanted and successfully replaced. The patient was in stable condition.